Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device: failure to follow steps: device was not checked after preparation and before use. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the non-calcified, non-tortuous, circumflex artery, the 3.5 x 28 mm xience alpine stent system was introduced into the anatomy and during balloon inflation, it was noted that the stent implant was missing. The device was removed from the anatomy without issue. The stent was found, discarded, still in the device protective sheath and sticking out of the stylet. The stent implant had not been confirmed on the balloon during device preparation prior to use in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The xience alpine everolimus eluting coronary stent system instructions for use: states, prior to using the xience alpine stent system, carefully remove the system from the package and inspect for bends, kinks and other damage. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.